Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned complaint device revealed no irregularities on the shaft of the device. The inner shaft was tested with a pin gauge set at the catheter tip measured within specification. Functional analysis was done by inserting the jetstream onto a.014 jetwire guidewire. The jetstream went over the guidewire with no restrictions or complications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that during preparation for atherectomy treatment procedure, the catheter became stuck on the guide wire. This jetstream catheter and a jetwire were selected for preparation. However, when advancing the catheter over the jetwire the catheter kept sticking. No patient complications were reported as this device never entered the patient. The procedure was completed with another of the same device.